Event description:
Initial hba1c result of 5.0%, same sample repeated gave result of 5.3%. Same sample repeated using different methodology recovered 13%. If additional information is received, appropriate notification will be provided.